Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred. Visual inspection revealed that the battery compartment was cracked along the case seal. The returned battery cap was intact; no damage was observed. The returned battery cap was able to be secured to the pump and was able to maintain an electrical connection with the pump. The pump was exercised for 24 hours with no power reboots occurring. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.